Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) generated an alert indicating that the right atrial automatic threshold (raat) exceeded the programmed amplitude or was suspended. Technical services (ts) reviewed the event and stated that it was difficult to determine whether there was right atrial (ra) lead loss of capture (loc) or if retrograde conduction was falling within the blanking or refractory periods. Ts recommended further evaluation of the lead. No adverse patient effects were reported. This ra lead remains in service.